Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the distal part of the healicoil knotless anchor was broken before inserted into the bone hole. All broken parts were removed form the patient; however it is unknown how they were removed. It is unknown how was the procedure completed, no delay was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. A visual inspection showed that the product was not returned in it's original packaging. The distal tip was returned with the suture threader wire through the eye of it. The suture threader/tip was taped to the body of the healicoil. The distal plug is still in place. The regenesorb anchor is still in place and intact. A functional evaluation showed that the distal plug advanced forward as expected. The anchor advanced forward as expected. Based on the condition of the product material found during visual inspection, additional material testing is not required. No relevant supporting clinical information has been provided to assist with a clinical investigation. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was confirmed and the root cause was associated with unintended use of the device. Use of excessive force during passing of sutures can cause failure of the distal tip or insertion device. No containment or corrective actions are recommended at this time.